Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of intimal dissection is listed in the xience prime / xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent system (eecss), instructions for use, as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in a mildly tortuous, heavily calcified, below bifurcation, left anterior descending that was 95% stenosed. The lesion was pre-dilated with an unspecified 1.5x12mm balloon at 12 and 14 atmospheres (atm). A 4.0x23mm xience prime stent was implanted followed by post dilatation with an unspecified 4.0x15mm nc balloon at 16 and 18 atm. A distal edge dissection was then noted. A 4.0x15mm xience v stent was implanted to cover the dissection and successfully complete the procedure. There was no adverse patient sequela reported. No additional information was provided.